Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure line was examined at the exhalation port of the breathing circuit and was found to be partially pushed onto the port nipple. Once the pressure line was pushed completely onto the port nipple, the line was very secure and required reasonable force to pull it off the nipple. Also, since there was some ambiguity in naming either the port end of the pressure line, or the ventilator end of the pressure line as loose, the opposing end of the pressure line was connected to the pressure detecting port (nipple) of a ventilator. The connection was very tight and again, required reasonable force to connect, and detach. The reported complaint of a "pressure line loose during use" could not be confirmed based upon the sample received. A DHR review was performed on the product with no evidence to suggest a manufacturing related issue. The condition was discovered prior to use on a patient. The IFU for this product was reviewed as a part of this complaint investigation. The IFU warns the end user, "before use, check all connections for secure fit".

Event description:
Customer alleges that the "pressure line came loose where the machine connects with the patient". There is no report of harm or injury to the patient. The patient's condition is reported as unknown.

Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the device involved in the complaint could not be conducted since the device has not been returned at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this time since the device sample is not available for evaluation. The device sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed. If the device sample becomes available at a later date this report will be updated accordingly.

Event description:
Customer alleges that the "pressure line came loose where the machine connects with the patient". There is no report of harm or injury to the patient. The patient's condition is reported as unknown.